Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false negative result on (B)(6) 2023 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 27096c, reader sn (B)(6) ). A cue covid-19 test performed on the same day provided a positive result. Customer states they were symptomatic with a scratchy throat, and had already been prescribed a medication by an hcp. Customer tested negative with a covid-19 rapid antigen test (brand unspecified) and positive with a sars-cov-2 pcr test on (B)(6) 2023. A repeat covid-19 rapid antigen test (brand unspecified) performed on (B)(6) 2023 provided a positive result. Customer thinks they may have been exposed while traveling in london, and the only symptom at time of the original test was a scratchy throat. Cartridges were stored within the validated temperature range.